Manufacturer narrative:
B5: corrected data. Four pictures were received by shm, in the first picture it can be observed the rra product inside its pouch, while the second one shows the opposite side of the same pouch; the other two pictures shows the rra product outside the pouch, one of them with the tube connected to the filter and the other with the inlet side detach. In addition, one sample was received for evaluation. The sample was received with the filter assembled with both tubes, but inlet side detached easily; solvent marks were detected on the tube, and with the position was determined that tube was bonding with the enough engagement. Delamination out of specification was detected in the outlet sides filter, however the engagement is within specification. Pull testing on the outlet side filter received was performed. No discrepancies were detected, and the value in this join is over the minimum required (5 lbs)- the result register is 10.45 lb even with the delamination. The reported customer complaint was confirmed and the problem source was determined to be that product was subjected to excess force.

Event description:
It was reported tubing came apart at the air eliminating filter while administering narcotic medication sometime during the night; pump was administering medication onto patient's bed unknowingly. Nurse changed the tubing as a result. Patient requested roughly 60 bolus' in the night and received 15. Patient pain has subsided with new sc site and infusion is running properly with no leaks.

Manufacturer narrative:
Foreign report source: (B)(6).

Event description:
Information was received that a smiths medical cadd administration set was leaking. No adverse patient effects were reported.